Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in patient. It was reported the device was unable to cross the lesion and the stent became damaged. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusion: stent deformation and failure to deliver the stent are listed in the product IFU as inherent risks of stenting procedures. The root cause of the reported event was most likely due to patient lesion morphology. (B)(4).